Event description:
Procedure: hysteroscopy. Reportedly, the pt had a speculum inside the vagina during the procedure and the staff did not observe any abnormal conditions. In 2004 (5 days post procedure) the pt returend for a follow up doctors visit complaining of pain from the vaginal area. At that time a linear burn was noticed inside of the vagina. The facility could not determine a cause of this condition because no equipment was saved from the procedure (i.e. Electrodes, pads, etc.). There is no current pt status available.